Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product returned for evaluation. Most likely underlying root cause: discoloration of test pad due to improper storage. Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Note : manufacturer reviewed and updated the risk analysis report for the ketone strips on march 2019. Customer complaints for open vial were reviewed for possible MDR based on internal update of the risk report and the severity of harm, the complaint is reportable, however no adverse event or medical intervention was reported at the time of the call. Complaint 4 of 9.

Event description:
Customer called in stating she bought a vial of ketone test strips and the box was closed while the vial was open. No adverse event or medical intervention was reported.

Event description:
Customer called in stating she bought a a vial of ketone test strips and the box was closed while the vial was open. No adverse event or medical intervention was reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report #(B)(4). Product returned for evaluation. Update root cause (rc): rc-061: storage outside specifications note 1: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Note 2: manufacturer reviewed and updated the risk analysis report for the ketone strips on march 2019. Customer complaints for open vial were reviewed for possible MDR based on internal update of the risk report and the severity of harm, the complaint is reportable, however no adverse event or medical intervention was reported at the time of the call. Complaint (B)(4) f (B)(4).